Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08593. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited a failure to sense and a capture anomaly. Additionally, the right ventricular lead exhibited low r-wave sensing. The right ventricular lead and right atrial leads were revised on (B)(6) 2021. The patient had no adverse effects.